Manufacturer narrative:
Device evaluation: the lens was returned in liquid in lens vial. Visual inspection found a small piece of the lens returned and was unable to evaluate. Claim # (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +22.5 diopter, tore injecting out of the cartridge, while being inserted. The incision was enlarged to remove the lens from the patients eye. Another same model and diopter lens was implanted and the problem was resolved. Sutures were not required. The reporter indicated the cause of the event was due to user error, the lens was loaded incorrectly. The reporter was unable to provide any additional information.